Manufacturer narrative:
The device history records for the sam 300p device and pad-paks were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 18th july 2007. Upon receipt the device failed to power on with the returned pad-paks and no status indicator was observed. During investigation, capacitor c9 was found to have vented. It is concluded that the component failed after dispatch. Information from the history log showed the device had performed manual power ons up to the (B)(6) 2013, therefore it is assumed that c9 had failed after this date. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device has no status indicator. There was no patient involved in this event.

Event description:
Device has no status indicator. There was no patient involved in this event.